Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the device would not scan medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station allowed scanning of the patient label from logistics, but it did not scan the medication label. A technical support specialist (tss) accessed the server website from the logistics server and navigated to settings, locations, facilities and selected the relevant facility. The pharmogistics uniform resource locator (url) was retrieved from the plx url reference and launched it in a web browser. Upon encountering a certificate error, the user verified the certificate¿s expiration and ensured it was correctly added to the trusted root certification authority's store. The connectivity to the logistics web api was successfully validated on both the logistics and servers. The customer confirmed that the issue had been resolved and the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the device would not scan medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.